Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side "deflation". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device evaluation: the device related to the reported event of deflation was received on jul 08, 2021 with lot number 615969. Visual analysis of the returned device identified; wear abrasion, white particles in shell, crack opening, flat creases. The leak test and microscopic analysis was performed which identified; a curved cracked opening in valve assessed as cracked valve seat diaphragm valve. Based on the device analysis the final assessment is a crack opening on valve assessed as cracked valve seat diaphragm valve.

Event description:
Healthcare professional later reported a "hole in valve". Device has been explanted.